Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) . It was reported that there was a faulty battery as they were in a brand new implant and when the physician was trying to insert paddle lead tail into the 0-7 port and it would not advance and there was a lot of resistance. The caller stated that they had physician unscrew set screw but continued to encounter resistance. The physician was able to push the lead tail in and tighten screw but then impedances were off at .7 volts and 1.5 volts. The caller clarified that impedances were over 10,000 ohms. The physician took lead tail out and wiped it down, but encountered resistance and had to push and push to get the lead to insert. The impedance was checked again and remained high. The caller states that the bottom port impedances were fine. The caller stated they opened a new ins and were able to insert the lead tails and impedances were fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device found that the ins passes all functional tests including impedance tests in saline and lead insertion tests.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) . It was reported that there was a faulty battery as they were in a brand new implant and when the physician was trying to insert paddle lead tail into the 0-7 port and it would not advance and there was a lot of resistance. The caller stated that they had physician unscrew set screw but continued to encounter resistance. The physician was able to push the lead tail in and tighten screw but then impedances were off at .7 volts and 1.5 volts. The caller clarified that impedances were over 10,000 ohms. The physician took lead tail out and wiped it down, but encountered resistance and had to push and push to get the lead to insert. The impedance was checked again and remained high. The caller states that the bottom port impedances were fine. The caller stated they opened a new ins and were able to insert the lead tails and impedances were fine.